Manufacturer narrative:
The simplyclean brush head is an accessory to the sonicare power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. No additional contact information was provided. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that the bristles from their simplyclean brush head are coming out in their mouth.